Event description:
A physician reported a pt who was treated on 8/18/97 into the upper and lower vermilion borders. On 8/19/97, the pt contacted the office to report flu-like symptoms which included nausea, vomiting, itching, and feeling faint, but denied fever. The pt was seen by her general practitioner who prescribed oral prednisone, benadryl and dimenhydrinate. The physician believed that the symptoms were related to collagen treatment.